Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to another meter, and inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2014 when readings of ¿300, 200, 138, 168 and 228mg/dl¿ were obtained within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls outside lifescan¿s criteria for precision, however, the csr noted that the test strips being used were passed their expiry date or had been open longer than their discard date. The patient stated that she manages her diabetes using an insulin pump and self-adjusts her dose. In response to the these readings the patient reported taking an additional 10 units of novolin r and 10 units of novolin n at approximately 3-3:30pm on (B)(6) 2014. The patient reportedly experienced symptoms of ¿fatigue¿ approximately 30 minutes after the alleged meter issue began. The patient was taken to the ER where her blood glucose result was measured to be ¿47mg/dl¿ using an ems meter, compared to a reading of ¿228mg/dl¿ obtained using the subject meter, both readings within 30 minutes of each other. The patient was treated with IV glucose by an hcp at approximately 6pm on (B)(6) 2014. At the time of troubleshooting, the csr determined that the test strips were passed their expiry date. The csr also noted that the unit of measure was set correctly, and the correct testing process and approved sample site was being used at the time of testing. Replacement products have been sent to the patient. Although it was discovered during troubleshooting that the patient was using expired test strips which may have contributed to the reported issue, this complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a severe injury while using the product.